Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned [remains implanted] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01574 / 01575.

Event description:
During a knee procedure, the cortical locking screw went underneath the tibial locking plate and was unable to be removed and was left in the patient's bone. It is not known if this issue was caused by the plate or the screw. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. The report concludes with the following impressions: fluoroscopic spot images at various time points show the proximal most screw introduced into the proximal tibia from the lateral cortex initially introduced too deep with the screw extending too far medially and the tip driven medial to the medial cortex. Later time fluoroscopic images demonstrate correction of the placement, although persistently deep to the metallic side plate. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.